Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference or customer is testing with expired test strips (vial test strips open approx 120 days).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from meter to meter comparison and all of the results obtained. The customer's expected fasting blood glucose test result range is 90 to 125mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 209 and 206mg/dl using true metrix air meter. The test strip lot manufacturer's expiration date is 08/20/2017 and open vial date is approximately 120 days. The meter memory was reviewed for previous test result history: (B)(6).